Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and complex reg pain syndrome type ii. Consumer stated that the drug was snail venom. A catheter event was reported, the consumer stated that the patient was thinking he was having a problem with the catheter, patient stated he thought he pulled out the catheter. The patient had been gradually complaining beginning about a week prior to this report date. Reportedly the patient had moved and had a new doctor whose name was unknown, they were redirected to follow-up with the doctor. No further complications were anticipated/reported.